Event description:
A depuy mitek sales rep reported that a surgeon tried to repair a rotator cuff using the spiralok device and noticed the suture on the ethibond frayed durng surgery. The surgeon did not report any patient consequences, though the procedure was extended about one hour.